Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) had a backlight issue noting that there was an issue with the connector on the main printed circuit board (pcb). Analysis also found that the keypad window was scratched and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight on the external pulse generator (epg) was not working. The epg was returned for service. There was no patient involvement.